Event description:
The user reported that the charging cord was loose and would not remain seated in the charger, consistent with a charger connection or power-supply interface issue; troubleshooting was completed, and a replacement charger was arranged. Investigation of this case revealed a suspected mechanical or fit issue at the charger-to-cable interface. Blood glucose was not impacted during the event, and no symptoms were reported. Outcomes included no functional impact beyond the inability to charge and no alarms. It was concluded that the event was related to a device component issue with the external charger and that replacement was warranted.